Manufacturer narrative:
Provider called in stating that he spoke with the fire marshall and the police. The provider was informed that the consumer is being charged with arson. Device will not be returned for evaluation.

Event description:
Provider alleges consumer called in alleging her unit caught fire and spread to her apartment.